Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely root cause of the reported hematoma was the off label use of an 8f sheath. The mynxgrip device is indicated for 6f/7f only. Using a procedural sheath that has an outside diameter greater than 7f could allow the sealant to be deployed away from the larger arteriotomy, thus allowing blood to flow around the sealant. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: a mynxgrip (6f/7f) vascular closure device was used with an 8f sheath. The patient subsequently had groin complications including a 1 hour post-hold, substantial bleeding from the procedural site, a hematoma of an unknown size, no palpable pulses in the procedural leg and a femostop was also applied to the site. The patient was hospitalized as originally scheduled. The patient's hospitalization was not extended due to the reported event. The patient's discharge date is unknown. On (B)(6) 2015, the sales representative reported the following: "when I received a more thorough report, there was no mention of absent pulses, so I do not know if that was an actual issue". No further information is available at this time.